Event description:
It was initially reported by the hospital nurse that the pt had his generator replaced because the device was "shocking the pt or doing something bad, that it was not suppose to." No additional info was provided. Patient's explanted generator was returned to manufacturer for analysis. Good faith attempts to obtain additional info has been unsuccessful till date.